Event description:
Healthcare professional reports a case of lymphoma and seroma within an article, "anaplastic large cell lymphoma associated with breast implants." Diagnostic cytopathology vol 00 no 00, chai et al. This reported 49 year old pt presented with swelling and "peri-prosthetic fluid." The pt had reconstruction following a mastectomy for breast cancer. The side of the cancer is not noted in this article. The device information is noted as saline, no other information, including manufacturer, is provided. There is no other medical history noted. The time to presentation is 8 years.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Healthcare professional reports a case of lymphoma and seroma within an article, "anaplastic large cell lymphoma associated with breast implants." Diagnostic cytopathology vol 00 no 00, chai et al. This reported (B)(6) patient presented with swelling and "peri-prosthetic fluid." The patient had reconstruction following a mastectomy for breast cancer. The side of the cancer is not noted in this article. The device information is noted as saline, no other information, including manufacturer, is provided. There is no other medical history noted. The time to presentation is 8 years.

Manufacturer narrative:
Device labeling address the event as seroma as: primary reconstruction pts = 1.0%. (Other complications.) Swelling = 7.1% ((B)(4) study) device labeling reviewed: there were no reported events of lymphoma/alcl in the labeling for saline implants.